Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The batch number is unknown, therefore, a review of the manufacturing documentation could not be performed. The most probable root cause of this event is user error.

Event description:
It was reported that the facility intended to place an enteral duodenal stent, but a colonic stent was placed in error. The patient was scheduled to have an enteral duodenal stent insertion, but a colonic stent was inserted in error. The cause of the error was attributed to the similar packaging of the two stents. "There was a slight distress to the patient as the colonic stent did not alleviate the problem". A further procedure was carried out to inserted a balloon to dilate the proximal end of the stent.